Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blender module was observed. The manufacturer's service technician recommended replacing the device's oxygen blender module to address the issue, but it was not replaced and a service equivalent to periodic maintenance was only performed as per customer's request. Additionally, the device failed a test step during testing, which was determined to be a result of the malfunction of the oxygen blender module. Recommendation made that device not be used since it did not pass with all the items of testing.